Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the primary system controller being exchanged was not confirmed. The submitted log file contained approximately 7 days of data ((B)(6) 2021 per the timestamp). The log file did not indicate any issues with the system controller and did not capture any events associated with a controller exchange. The pump maintained a speed above the low speed limit throughout the log file. The system controller was not returned for evaluation. Multiple requests were made to obtain additional information (including the date of the controller exchange, the serial number of the controller, the reason for the controller exchange, and if the exchanged controller would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary controller was replaced.